Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2024, the patient¿s cgm was providing a ¿normal¿ value, however, the patient could not recall the specific number. The patient then suddenly lost consciousness, which resulted in the patient breaking his leg and ankle. The patient¿s daughter found the patient unconscious and called emergency medical services (ems). The patient was transported to the emergency room. At the ER, the patient¿s bg meter reading was 40 mg/dl, and the patient was still unconscious at this time. No cgm comparison value was reported. The patient was treated with an unspecified medication to raise his bg level. The patient was also treated with other unspecified medications, but the patient could not recall the details. He also underwent unspecified tests and procedures. The patient was discharged from the hospital after 2 weeks and was then transferred to a rehabilitation facility, where he stayed 3-4 weeks. The patient reported having casts on both of his legs and had to do physical therapy twice/week for a year. Despite the ongoing physical therapy, the patient stated he still cannot walk properly. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.